Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the heating system made multiple noises, possibly caused by the over-temperature alarm tone. In addition, the perfusionist noticed that temperatures dropped to forty degrees celsius. The device was not changed out. The surgical procedure was completed successfully with a slight delay and no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported issue. The fsr did notice that the main flow was low. The fsr cleaned the internal filter and rear panel quick connects to repair the low flow problem. The fsr checked the units calibrations which were within specifications. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.